Manufacturer narrative:
(B)(4).

Event description:
It was reported review of multiple strips appears to show lead noise on right ventricular sense amp channel. The patient was brought back to the clinic and noise could not be reproduced with either isometrics or pocket manipulation. The sensitivity setting was decreased. The patient is doing fine and will be monitored.

Manufacturer narrative:
Since the lead was explanted but not returned.

Manufacturer narrative:
Final analysis found an external abrasion breaching the outer insulation at 9.9-10.0 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. This contributed to the reported noise. All other damages found were sustained during the surgical procedure.

Event description:
New information available on (B)(6) 2017 reveals that the right ventricular lead was explanted and replaced due to high number of episodes of lead noise. The patient was asymptomatic. The procedure was performed successfully. The patient was stable before, during and after the procedure.